Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years and one month following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed a mean gradient of 3 mmhg and an aortic valve area (ava) of 2.1 cm2. Approximately five months later, echocardiography revealed an elevated gradient of 53 mmhg and an ava of 1.8 cm2. Approximately two months later, the patient was hospitalized due to shortness of breath and chest pain. Subsequently, upon the review of the computed tomography and transesophageal echocardiogram images, thrombus was suspected, and anticoagulant medications were initiated. Additionally, trace aortic insufficiency was noted along with moderate mitral regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction data: the previous initial regulatory report to have reflected 2024-mar-21 rather than 2024-mar-22 as the initial aware date; g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the implant depth of the valve was 1.2 millimeter (mm) on the non-coronary cusp (ncc) and 3.3mm on the left coronary cusp (lcc). At discharge, the day following the implant of the transcatheter valve within the native annulus, the mean gradient measured 9 millimeters of mercury (mm hg). Aspirin and an antiplatelet were prescribed. The antiplatelet was prescribed for 6 months. Approximately 5 years and 6 months following implant the gradient measured 51mmhg. Thickening of leaflets noted and thrombus noted, but not in any specific area. There was also some calcification at the commissures. The trace aortic insufficiency was central insufficiency. Approximately 2 months later an antiplatelet twice daily was started. The physician was attempting antiplatelet therapy first to determine if this would resolve the observation before determine if another procedure would be warranted.